Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately september 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7083068. UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7092678. UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7092674. UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had migrated. It was noted that patients lead had impedances and patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Event description:
It was reported that patients spinal cord stimulator lead had migrated following a car accident. It was noted that patients lead had impedances and patient was no longer getting stimulation coverage in their pain area. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Correction to the initial MDR in blocks b3, b5, e1 and h6. Block b3: exact date unknown, event occurred in approximately september 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).